Event description:
Caller self tester alleged discrepant results with the inratio2 meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio inr: 1.2, poc inr: 2.3. Compared a few seconds apart.

Manufacturer narrative:
Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 1.2, poc: 2.3, mean: 1.75, confidence limits: (1.2 - 2.3). The mean of the inratio meter and comparative system inr were calculated. Both inratio and poc values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the document variability for inr testing. No lab reference testing has been reported. Root cause could not be determined. No product associated with the complaint was expected to be returned. Retain strip testing conducted with reported lot #272729 on (B)(4) 2012 met accuracy and precision criteria. Test results are as follows: donor 205 = 3.1, 3.1, 3.4 inr; donor 206 = 2.9, 3.2, 3.3 inr. All replicates are within the allowable bias (+ or - 1.0) of reference results for donor 205 (3.79 inr) and donor 206 (3.55 inr). In-house test results have 5.41% and 6.64%, respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. As reviewed on (B)(4) 2012, thirty five (35) discrepant results complaints were reported for lot #272729 yielding a complaint rate of 0.0833%. Action threshold (. 0.07%) has reached. Strip lot in complaint has strip code 3b2tv which brick lot number 257210 was assigned and packaged into strip lots (272729 and 272566). Forty two (42) total discrepant complaints have been reported for lot #272729 272566 yielding a complaint rate of 0.024%. Due to this low occurrence rate, below the total complaint action threshold of 0.07%, corrective action is not required at this time as no product deficiency was established.